Manufacturer narrative:
Date of event: exact date unknown, event occurred roughly one year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 243508/252068.

Event description:
It was reported that the patient was experiencing ineffective therapy. All device components were explanted and will not be returned.